Event description:
It was reported that the patient felt like a wire had moved in their back. A manufacturer representative met with the patient on (B)(6) 2014. An impedance test was run and electrodes 3, 4, 5, 6, 7, 9, 10, 11, and 12 all showed >3600 ohms. The patient experienced a loss of stimulation and therapeutic effect. The patient lost stimulation in their left leg. The manufacturer representative was able to use contacts 14, 15, and 16 to re-establish positive stimulation for pain relief in their left leg. The patient was reprogrammed on the right with electrodes 0 and 1 for stimulation in their right leg. The system was showing an elective replacement indicator (eri). The cause of the high impedance was not determined. They were doing better after the reprogramming. The patient was going to call their insurance and start the process for a replacement of the stimulator and leads. The patient wanted their device replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).